Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head would not interrogate implanted devices. The head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head would not interrogate implanted devices. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer head was returned and analysis was unable to confirm the customer comment that it would not interrogate implanted devices. Analysis did find that the programmer head failed all uplink amplitude tests, due to the cable being out of specification. (B)(4).